Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 11 months. The pump remains in use supporting the patient. No further issues have been reported. A root cause for the reported event could not be determined through this evaluation. The patient reported only taking half of the prescribed coumadin dosage. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient is being closely followed for subtherapeutic inr. On (B)(6) 2015, during the patient¿s clinic visit, their inr was 1.0, and lovenox was started. The patient reported making a mistake on coumadin dosing and taking only half of the prescribed dosage. On (B)(6) 2015, the patient's inr was 1.2, and lactate dehydrogenase increased to 600¿s u/l from 200¿s u/l. It was reported that there were no issues with the patient¿s pump parameters.